Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hemosplit d/l catheter, one tunneler and one tunneler sheath were returned for evaluation. Gross and microscopic visual evaluations were performed. The investigation is confirmed for the reported tunneler sheath broken issue as the distal end of the catheter was loaded onto a tunneler, it was noted there was a partial circumferential break to the tunneler sheath. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a tunneling process for the placement of dialysis catheter in the right chest wall, the catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a tunneling process for the placement of dialysis catheter in the right chest wall, the catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.